Manufacturer narrative:
Additional information has been provided in d.9.,h.3., h.6., and h.11. The product was returned for analysis and the reported damage was observed. Iol returned positioned incorrectly in lens case base. Solution is dried on both surfaces of the optic and haptics. One haptic is broken/torn and is adhered to the optic surface, the other haptic is intact. The optic is cracked/fractured and scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint haptic broken (in and out). The product was subject to handling and the reported damage was highlighted post implantation. In addition to this, all iol (intraocular lens) are 100 percent cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during rotating the lens, the upper haptic was observed to be broken, therefore it was decided to cut the lens and implanted another intraocular lens with the same characteristics during initial procedure. Additional information has received and it states that there was no impact to the patient.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).